Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the hcp had accidentally increased the meds from 0.25 mg to 0.45 mg. The hcp reported that they were unsure if it was concentration or dose. It was reported that the patient was overdosed due to the programming error. The patient was put on a narcan drip. The hcp would like a rep to confirm that the pump was in minimum rate. No further complications were reported.

Manufacturer narrative:
Product ID a810, serial# unknown. Product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported they were using the new programmer with software version 1.1.300 when the error occurred. The overdose symptoms had resolved.